Event description:
It was reported that the lv lead was explanted due to diaphragmatic nerve stimulation. Patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.